Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23 mm mitral annuloplasty band, it was explanted and replaced with a 23 mm mitral annuloplasty band of the same model. It was reported that the reason for replacement was due to "significant mitral regurgitation". It was reported that the band was sutured along the annulus of the posterior leaflet. Leaflet augmentation was performed after the initial annuloplasty attempt, and no allegations were made against the annuloplasty band itself. No additional adverse patient effects were reported.